Event description:
A customer contacted baxter's technical service center to report having a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the cg press stop and go at which time the cg indicated that he had already change out the cassette and was still getting the same alarm. The tsr advised the cg to dispose of the current supplies and start with new supplies as he indicated he only change out the cassette and was still using the same bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported alarm. The nurse stated the hp was doing well on therapy with no issues noted. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.